Event description:
It was reported that the device was explanted due to eri status approx. 29 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. An unexpected battery voltage trend could be confirmed during analysis. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.